Manufacturer narrative:
The device was received with both seal intact and no significant physical damage to the pump. The history report showed motor rate error. The device was tested using run motor drive and occlusion test, run 12 hour test, testing concluded motor rate error was found during occlusion test. The issue was lead screw does not operate as intended. The root cause was unable to determine. The tech replaced leadscrew also both clutch halves (when leadscrew was replaced clutch halves should also replaced as a repair process). Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had motor rate error. No patient injury reported.